Manufacturer narrative:
DHR review was completed. Part # 314.743, synthes lot # 7061004, supplier lot # (B)(4), release to warehouse date: 04/03/2013, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Background: during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. [Reamer/irrigator/aspirator (ria) technique guide. Device condition: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located immediately distal to the helix. The helix is intact and shows minimal wear. The complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Lot number review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. Hardness was not reviewed as the flexible nitinol shaft does not have a hardness specification. Drawing review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. Drive shaft assembly; drive shaft; ria (component): the outer diameter of the shaft was measured to be 5.186mm (micrometers: om803) which is within the specification of 5.18mm +/- 0.025. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5mm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6mm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ conclusion: the complaint condition is confirmed as drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. There were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Additional classification code: hrx. Device is an instrument and is not implanted/explanted. (B)(6). Therapy date of concomitant device is unknown. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a ria surgery the reamer head breaks off the drive shaft. Before surgery they dropped the locking clip on the floor and therefore they were not able to assemble it correct. There was no patient harm and the surgery was not prolonged. The procedure was successfully completed. Concomitant part: part number 352.260s, lot number unknown. This is report 1 of 2 for (B)(4).